Manufacturer narrative:
Concomitant medical products: product ID: 4076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead had high pacing impedance and high/undefined impedance on the high voltage coils. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.